Event description:
Revision surgery - patient was experiencing mild instability so a ultra-congruent insert was placed into tibial baseplate to provide additional stability. There was no failure/malfunctions with any of the implanted components.